Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and low sensing threshold was also noted on the rv lead. Fluoroscopic imaging was conducted which revealed rv lead dislodgement. Then during the lead repositioning, multiple attempts had to be conducted before the retraction of the helix of the rv lead was successful. Moreover, there was also difficulty to remove the stylet from the rv lead that excessive force had to be used to remove the stylet. This resulted in damage to the connector pin of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were lead dislodgement that resulted in oversensing due to noise and low sensing threshold, failure to retract helix, and difficulty to remove the stylet. As received, a complete lead with a stylet inserted inside the lead was returned in one piece for analysis. The reported events of oversensing due to noise, low sensing threshold, and failure to retract the lead helix were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was retracted and clogged with blood/tissue as received. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. On another hand, the reported event of difficulty to remove the stylet was confirmed. The returning stylet was inserted inside the lead and it was difficult to remove from the lead. X-ray found the inner coil was over torqued at the connector region. The cause of the reported event of the stylet couldn¿t be removed was isolated to the damaged inner coil found in the connector region. Visual inspection found the cuts on the insulation consistent with procedural damage.